Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection, the cardiosave intra-aortic balloon pump (iabp) units display could not be opened and closed.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: b5,b6,b7,d10, h6(clinical & impact ).

Event description:
It was reported that during inspection, the cardiosave intra-aortic balloon pump (iabp) units display could not be opened and closed. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10, h11 corrected fields: d5 additional information: e1( postal code: (B)(6)) it was being reported that during a routine check the cardiosave intra aortic balloon pump (iabp) had an issue regarding the display can not be opened or closed. There was no involvement of the patient. A getinge field service engineer (fse) went into the site and applied lubricant to the hinge and resolved the issues. Conducted operational inspections based on inspection record sheets. Operating time 5052 hours